Event description:
It was reported that the insulin pump was not working. The insulin pump did not alarm and did not delivery insulin. The blood glucose reading was 280 mg/dl. Customer treated with manual injection. Customer experienced thirst, excessive urination, rapid heart beat and wanted to pass out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.